Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the device needs field change order (fco), therapy selector switch replacement performed. This case was initiated by a response from the customer regarding the philips healthcare (B)(4) ¿heartstart mrx therapy selector switch retrofit on failure.